Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 416 mg/dl. Customer had symptom of nausea. Troubleshooting was performed to determine reason for high blood glucose. After troubleshooting, customer states that high blood glucose was due to not using bolus wizard. It was reported that customer resolved no delivery alarm by pressing the act and esc buttons. Customer received assistance with priming and rewinding insulin pump. Customer was having a difficult time pressing buttons due to finger and states it was not a pump issue. Customer was advised to monitor insulin pump and to call back should issue persist.